Manufacturer narrative:
No product was returned for investigation. As no product was returned, a specific root cause could not be determined.

Manufacturer narrative:
The inform ii meter serial number was (B)(6). The test strips were requested for investigation. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, inform strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection.

Event description:
The initial reporter complained of discrepant glucose results for 1 patient tested on an accu-chek inform ii instrument with rf card. The result at 4:05 p.m. Was 301 mg/dl. The result at 4:15 p.m. Was 119 mg/dl. The result of 119 mg/dl was believed to be correct.